Event description:
Note: date of event and pt's death are unk. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article. "The efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787. The following info was derived from this article: a wallstent enteral endoprosthesis with unistep plus delivery system stent was used for a duodenal stenting procedure (pt age, gender, and weight unk). According to the article, the pt developed peritonitis during the first three days after stent placement. The pt required a laparotomy and as no bowel perforation was identified. This procedure was completed with a gastrojejunostomy. The pt died of uncontrolled sepsis two weeks after the operation.

Manufacturer narrative:
The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.